Event description:
The customer stated that a low sodium result of less than 100 mmol/l and a low potassium result of 2.15 mmol/l was generated by the architect c8000 analyzer. The sample was repeated and a sodium of 141 mmol/l and a potassium of 4.2 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Discrepant low sodium and potassium patient results were generated by the architect c8000 analyzer serial no. (B)(4). Troubleshooting was performed, and the cuvette washer nozzle #4 was found to be leaking. Various used parts were replaced including the ict probe and nozzles. An abbott field service representative, (fsr) found the cuvette wash to the vacuum pump manifold was obstructed/clogged. The fsr cleaned the cuvette wash to vacuum pump manifold. The cuvette wash to vacuum pump manifold was determined to be the likely cause of the discrepant results. The architect system operations manual was reviewed and was found to adequately address the issue. In addition the architect I system service and support manual, and the ict sample diluent package insert contain adequate information for the described issue. Customer complaint data was reviewed and no adverse trends were identified for the cuvette wash to vacuum pump manifold causing the generation of ict discrepant results. The investigation did not identify a malfunction / deficiency.